Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 48-year-old hispanic female patient underwent a breast surgery with a 350cc mentor cpx4 plus, smooth, medium height tissue expander and experienced a deflation on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022.

Manufacturer narrative:
On (B)(6) 2023, mentor completed evaluation of a returned video of the device. Video evaluation summary: upon visual evaluation of the video provided in the complaint, the injection dome seems to be delaminated, causing leakage. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through the mentor¿s quality system. In addition, this complaint was included under the scope of a corrective action (CAPA) to address this product issue. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).